Event description:
The or table has an emergency unlock knob to flip from being on its legs to being placed on its wheels. This also stops all electronic adjustments from working. When a pregnant pt was put on the table for an emergent c-section the table was apparently not locked. The staff tried to lock it using the electronic locking mechanism as did the physician. No one could figure out why the or table wouldn't lock, they assumed it was broken. Later after the patient was moved to another or table they discovered that at some point the emergency lock had been unlocked causing all the electronic ability to move table to be shut off. The knob has no markings to state that this turns off all electronic movement ability of bed. (I have a picture)====================== health professional's impression======================the emergency knob was turned by someone preventing the electronic mechanisms from working.